Manufacturer narrative:
Investigation results: the complaint that the extension tube was ballooned and expanded was confirmed from the photographic evidence that was provided for investigation. One photo showed the nexiva device in use. The extension tubing was ballooned. The damage likely occurred during use; however, the root cause could not be verified from the photographs. This type of damage can occur if the catheter is kinked, obstructed, or pressurized beyond the pressure limit. The instructions for use (IFU) indicate to avoid kinking or obstructing catheter during power injection. In the event of an occlusion, power injector pressure-limiting features may not prevent catheter failure. The IFU also indicates that the 22-18 ga (0.9-1.3 mm) devices are suitable for use with power injectors set to a maximum pressure of 300 psi (2068 kpa) when access ports not suitable for use with power injectors are removed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd nexiva tubing ballooned. The following information was provided by the initial reporter: nexiva 1.75" experienced issues during power injection/CT, then after pulling up the dressing they found that the tubing was damaged/expanded. Removed from patient, no patient injury to my knowledge

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.